Event description:
Medtronic received a report that the solitaire stent could not be pushed out. The solitaire and any accessories were prepared as indicated per the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an ischemic stroke at the c6 segment of the internal carotid artery (ica). The patient's baseline modified rankin scale (mrs) score was 5 and the patient's post procedure mrs score was 5. The patient's baseline national institutes of health stroke scale (nihss) score was 21 and the patient's post procedure nihss score was 10. The patient's baseline tici score was 0 and the patient's post procedure tici was 3. IV tissue plasminogen activator (tpa) was not contraindicated and 1 pass was made with the solitaire device. It was noted the patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 8 hours. Additional information was received clarifying that the solitaire could not be pushed out of the catheter.

Manufacturer narrative:
Product analysis #: (B)(6), equipment used: vis (m-81805), 203cm ruler (m-83360), as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. Damage location details: the solitaire fr pusher was found separated into two segments at 142.6cm from the pusher proximal end; 40.0cm from the pusher distal end. The pusher marker coil was found to be in good condition. The stent was found still attached to the pusher. The stent non-working and working length struts were found to be in good condition. Testing analysis: the separated solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via ductile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ report was confirmed. Damage to the solitaire fr pusher (separation) can occur if the device is advanced/retrieved against resistance. Possible causes of ¿resistance during delivery¿ include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, or failure to maintain a continuous flush. In this event, it is likely the use of an incompatible catheter contributed to the reported resistance. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. As per the solitaire fr instructions for use (IFU), ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.